Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
An amplatzer pfo occluder was implanted on (B)(6) 2019. During follow up, the physician performed a scan and see that the device was not at the good place. The patient is fine but the physician prefers to changed the device. The procedure is planned next week. The patient was reported to be stable condition. Additional information has been requested.

Manufacturer narrative:
An event of the device "not being in a good place" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.